Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00670, 0001822565-2020-00671, 0001822565-2020-00673. Concomitant medical products: part#: 650-1067, lot#2954556. Part#: 11-303015, lot#316650. Part#: 650-1057, lot#2958840. Part#: 76-6016, lot#102174-0211. Part#: 00630505036, lot#64191779. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip arthroplasty approximately 11 months ago. Patient was revised 1 month post implantation due to falling, causing the femur to fracture and stem to subside. Patient underwent a second revision approximately 4 months ago due to dislocation, non-union, and delayed healing.